Event description:
The contact stated the customer's meter was reading too high. While troubleshooting, she performed normal control tests and rec'd a result of 164 mg/dl. The normal range is 87-116 mg/dl. The contact did not allege any adverse events due to the readings. The test strips are to be returned for evaluation, and replacement strips will be sent.